Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 roller pump went black during a procedure. After 10-15 minutes, the display resumed operation and displayed a "graphic display failure" error message. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the display of the s5 roller pump went black during a procedure. After 10-15 minutes, the display resumed operation and displayed a "graphic display failure" error message. There was no report of patient injury.

Manufacturer narrative:
Sorin group( B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the display of the s5 roller pump went black during a procedure. After 10-15 minutes, the display resumed operation and displayed a "graphic display failure" error message. There was no report of patient injury. The s5 pump control panel was returned to sorin group (B)(4) for investigation. A readout analysis confirmed the reported issue. Visual inspection of the graphic controller (pcb hkr0325) found that one component had poor soldering joints. A new board was installed in the display and a test run was successfully completed without error. The device was returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend was identified for this type of issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.